Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a female pt experienced a comminuted fracture of th12 due to osteoporosis. Conservative treatment was given with 3 point orthosis. The kyphosis angle changed from 6 to 16 grade with operative treatment following, date of surgery unk. Pt was treated with dorsal stabilization th11 - l1 and kyphoplasty on th12 be means of uss fracture mis hardware. It was noted after the surgery there was a minimal loss of height. The hardware has not been explanted and there are no plans to remove the hardware. No further info is available. This is 8 of 14 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.